Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, as noted in b5, the unit was producing a frozen image when connected to a 190 series camera head. The printed circuit board support space was damaged as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was producing an e212 internal butter write error. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit was producing a frozen image when connected to a 190 series camera head. This report is being submitted to capture the static image found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that image freezes due to damage in printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a therapeutical laparoscopic hysterectomy that was completed using same equipment.